Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. Prior to the event, the customer's husband couldn't wake her up, and he called the paramedics. The customer did not want to troubleshoot at the time of the call. Nothing further was reported.